Manufacturer narrative:
Tw ID:(B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 had a hair on the device upon opening the packaging in the or. Patient was in the or, but the device was not used. A new device was opened to perform the procedure. There was no added time or incisions. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The lot # 3000419779 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.